Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The user replaced the fenestrated instrument with a backup instrument, but the issue was replicated. The user decided to use universal surgical manipulator (usm1) instead of usm4 and no issue was reported with usm1. The probable root cause could not be established due to inability to perform failure analysis as no product was returned for further investigation, and the phone support details did not point to a confirmative source of the allegation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the surgeon was having trouble controlling a single site fenestrated instrument on universal surgical manipulator (usm4). There appeared to be a gap between the sterile adaptor on usm4 and the instrument when the surgeon tried to control the instrument. The surgeon could control a needle driver instrument on the same usm. The user replaced the fenestrated instrument with a backup instrument and the issue continued. The user decided to use usm1 instead of usm4. No issues were found with usm1. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did not present any errors when initially powered on. Arm 4 was not used for the remainder of the procedure.